Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity c total bilirubin2 assay did not identify any trends related to the complaint issue. Additionally, no trends were identified for lot 74016ud00. Device history record review did not identify any nonconformances, potential nonconformances, or deviations associated with the complaint lot and complaint issue. In house accuracy testing was performed using retained samples of alinity c total bilirubin2 reagent lot 74016ud00. All validity and acceptance criteria have been met. The product is performing as expected. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the alinity c total bilirubin2 reagent lot 74016ud00 was identified.

Event description:
The customer observed falsely depressed alinity c total bilirubin results for one 83-year-old female patient. The following data was provided: sid (B)(6), (B)(6) 2025 bili t 0.38; repeated bili t 0.45, (B)(6) 2025 bili t 0.40. The sample was sent to another cac laboratory: bili t 0.50 (colorimetric method). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (complete patient identifier). All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed alinity I total bilirubin results for one 83-year-old female patient. The following data was provided: sid (B)(6), ac07510, 15nov2025, bili t 0.38; repeated bili t 0.45; ac07511, 15nov2025, bili t 0.40. The sample was sent to another cac laboratory: bili t 0.50 (colorimetric method). No impact to patient management was reported.